Manufacturer narrative:
This MDR is being submitted late due to a complaint management system transition. During reconciliation and review activities following the system migration, this event was identified as meeting MDR reporting criteria under 21 cfr part 803. Upon identification of the reporting obligation, beta bionics initiated submission of this MDR.

Event description:
It was reported that the patient experienced a low glucose reading of 48 while asleep, noted via remote monitoring by a family member, and was treated with oral glucose tablets and an orange; a trainer suggested the pattern was consistent with a pressure-induced false low based on linear data before and after the event and scattered values around the nadir, and no confirmatory fingerstick was performed. Symptoms included grogginess consistent with hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included review of device data trends and consultation with a trainer to assess potential pressure effects. Investigation of this case revealed suspected compression-related sensor artifact leading to a reported low without corroboration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.